Event description:
It was reported that postoperative x-rays showed a metal fragment, suggesting that one of the iconixspeed tips remained in the bone.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that postoperative x-rays showed a metal fragment, suggesting that one of the iconixspeed tips remained in the bone.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: needle fragmented. Probable root cause: application: excessive force applied to inserter ; pathology such as schlerotic bone that may thicken/harden the cortical layer. The reported failure mode will be monitored for future reoccurrence.